Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the patient has a hard time charging their ins. The patient has a hard time keeping their ins charged so it will cut off because it depletes. Caller stated that they were not sure if it charges slow or what the problem specifically is but stated the patient has struggled with charging since they got the implant. No patient symptoms reported. No further patient complications were reported/ anticipated as a result of this event